Event description:
It was reported that after the sureshot targeter connected to the controller, there was no response. Delay: 30-60 min.

Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual examination indicated cosmetic damage to the over molding. A clinical analysis indicated that insufficient patient information was provided to perform a thorough medical assessment. The patient impact beyond the 30-60 minute surgical delay cannot be determined; however, no patient injury was reported. The product evaluation confirmed the failure which has been identified as an open connection in the cable upon twisting. No further medical assessment is warranted at this time. This device is currently being redesigned to help reduce/eliminate this issue from recurrence. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened. We consider this complaint closed.